Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination identified a break in the hypotube 825mm distal to the catheter strain relief. This type of damage is consistent with excessive force being applied to the system. Resistance was encountered upon advancement of a product mandrel due to the presence of solidified blood within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. The tip, balloon and stent sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that in preparation for a stenting treatment procedure, a shaft fracture occurred. The 80-90% stenosed lesion measuring 58mm in length was located in a non calcified and non tortuous left anterior descending artery. While unpacking a 2.75x38mm taxus liberte' stent, a shaft fracture was noted. The procedure was completed by predilating with a 2.0x15mm non bsc balloon and placing both a 3.0x23mm non bsc stent and a 2.75x38mm taxus liberte' stent in the lesion. No patient complications were reported. Patient status is listed as stable.

Event description:
It was reported that in preparation for a stenting treatment procedure, a shaft fracture occurred. The 80-90% stenosed lesion measuring 58mm in length was located in a non calcified and non tortuous left anterior descending artery. While unpacking a 2.75x38mm taxus liberte¿ stent, a shaft fracture was noted. The procedure was completed by predilating with a 2.0x15mm non bsc balloon and placing both a 3.0x23mm non bsc stent and a 2.75x38mm taxus liberte¿ stent in the lesion. No patient complications were reported. Patient status is listed as stable.